Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
During surgery, the drill did not cut easily. Surgery was continuously delayed because of the drill.